Manufacturer narrative:
Product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient had a bacterial infection requiring hospitalization, surgical intervention and antibiotic treatment. Reportedly, the patient was initially seen on (B)(6) 2013 in the emergency department, for a two day history of fluid collection at the back of the neck. The patient was then admitted to the hospital for seven days for wound swelling and treatment for a urinary tract infection. After being discharged from the hospital, seven days later, (B)(6) 2013, he was re-admitted for continued neck swelling and pain. On (B)(6) 2013, the patient had surgery for "pseudo-meningocele repair, laminectomy and wash out." While still hospitalized, on (B)(6) 2013, his neck incision was "stitched" for a persistent cerebrospinal fluid (csf) leak. It was noted, the patient was febrile on (B)(6) 2013 and two days later, the pump and catheter were explanted due to infection. The patient spent several days in the ICU after explant of pump and catheter. Patient symptoms reported included increased spasticity. The patient had device pocket and blood cultures taken, which revealed streptococcus agalactiae (group b strep), meningitis with bacteremia, and escherichia coli infections. The patient had bacteremia and device pocket and catheter track infections. There is no future plan to replace the pump and catheter at this time. As of the report date, the patient remained in the hospital, was being treated with antibiotics on a nursing unit and was in stable condition.